Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-08-15 reporting that the initial reporter was the patient at the time of surgery. The patient was in an automobile accident 1.5 years ago where they experienced whiplash trauma. The scs system did not work correctly from that point. Currently the patient¿s weight was approximately (B)(6) lbs. The devices would not be returned for analysis as the hcp elected to remove the entire old system and replace due to many extensions and lead connections. The old system was cut during the removal and disposed of. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3998, lot# va0ajmd, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain, spinal stenosis, chronic low back pain, other upper quadrant sites, complex reg pain syndrome type ii, and spinal pain. It was reported that the patient had a car accident in 2015 which caused related issues. It was reported that there was a loss of therapy. Impedances were out of range. A surgical lead revision was performed on the day of the call ((B)(6) 2017). No further complications were reported.